Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd (B)(6) experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: received a complaint from the nursing department of the foreign user facility. The ICU reported that there was a black foreign body inside the tip of barrel when the syringe was opened.

Manufacturer narrative:
Investigation summary: bd has been provided with a sample for catalog 301948 lot 1812114 to investigate for this record. Visual evaluation of the sample identified the foreign matter as embedded contamination in the syringe tip. As a result, bd was able to verify the reported issue. The embedded particles defect was produced in the screw of the injection molding machine. Due to the high working temperatures (about 300ºc), different gases are produced inside the mold. During normal production these gases are expelled through some conduits, outside the mold cavity. In this case the expulsion was not done correctly, and some gases remained in the mold cavity and produce the burnt syringe piece. This a cosmetic defect which has no risk to the health because the plastic piece is embedded in the needle hub without possibility of being detached from it. Considering our in-coming and in- process inspection and since this is the first time this lot is reported for this defect, no corrective actions are required at this time. A review of the device history record revealed no irregularities during the manufacture of the reported lot.

Event description:
It was reported that the syringe s2 20ml 18ga 1-1/2in bd china experienced foreign matter contamination which was noted prior to use. The following information was provided by the initial reporter: received a complaint from the nursing department of the foreign user facility. The ICU reported that there was a black foreign body inside the tip of barrel when the syringe was opened.